Manufacturer narrative:
Clinical review: a temporal relationship exists between the fluid leak which occurred on (B)(6) 2018 during ccpd therapy with the liberty select cycler/liberty cycler set and the pt¿s subsequent hospitalization on (B)(6) 2018 for peritonitis characterized by abdominal pain. Due to the risk of contamination with the reported fluid leak; a possible causal/ contributory association cannot be ruled out. However, it is unknown what may have caused the fluid leak to occur. Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up on an unrelated customer experience, a peritoneal dialysis patient contact reported that the patient was hospitalized on (B)(6) 2018 for abdominal pain and possible peritonitis. Follow up with the patient¿s peritoneal dialysis nurse indicated that the patient was presented to the hospital with abdominal pain and peritonitis. The patient¿s pd effluent was significantly cloudy and culture grew pseudomonas and escherichia coli. The patient was treated with intravenous (IV) merrem until (B)(6) 2018 (unknown strength and frequency). Per the patient¿s peritoneal dialysis nurse the patient continued pd therapy while hospitalized. However, it was recorded in the discharge summary received the patient required removal of his pd catheter (not a fresenius product) on an unknown date during hospitalization and the patient was not continued with renal replacement therapy.